Event description:
It was reported that there were no end of life alerts. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.